Event description:
It was reported that a pump cycles on and off by itself when the battery is installed. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed that while the device is in the off state and operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. It was also observed during the evaluation that the device experienced "check battery" alert messages. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting.